Manufacturer narrative:
H3, h6: the device, used in treatment, was returned to the distribution center only. They have reported that no faults have been found with the device, it performed within expected parameters. Due to this we are unable to establish a relationship between the event reported and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed, revealing further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. Blockage, canister full, false and constant alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
The alarm endlessly indicates "full canister". The canister has been changed but the issue was still the same. Healing is delayed and the patient has to stay longer in the hospital. Thus the customer has simply changed the patient's dressing without npwt.